Manufacturer narrative:
One sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and cuff deflated immediately. A visual inspection was performed and it was observed the cuff presents a cuff.

Event description:
Cuff won't inflate.

Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). The customer did not retain the lot number which determines the date of manufacture. Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
Covidien received report the cuff would not inflate. Covidien has requested additional information regarding the circumstances of the patient event.